Manufacturer narrative:
Date of event is an estimate. Continuation of medical devices: product ID 8840, product type programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8840 . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (20 mg/ml, 6.796 mg/day) via intrathecal drug delivery pump for malignant pain. It was reported that at a pump refill in the past, the patient's previous healthcare professional (hcp) did not fill the pump with enough medication. In (B)(6) or (B)(6) 2017 when the patient had her pump refilled, it was recorded as though they filled her pump with 40cc, but they only did 20cc. The patient's alarm date was to be in (B)(6) 2017, but she got really sick in (B)(6) 2017. The patient went to the doctor because her heart rate was really fast; her doctors thought she had some kind of gi thing because that's what the symptoms were. In (B)(6) 2017 when the patient got the pump filled again, they found out the reason for the symptoms because they went to drain the pump and the pump was already empty. They said that something was going on, and the patient realized that at the appointment in (B)(6) or (B)(6) 2017 they only put half of the medication in. When they filled her pump in (B)(6) 2017, the next day the patient was sick "as a dog" because they gave her the same dose as before, but she had gone from empty to full. The patient called the doctor back to tell them she was sick, and the doctor swore it had nothing to do with the empty pump or refill. The doctor told the patient that she may have used her medication if she used her boluses, but the patient thought there was no way she could have used all of the medication with a bolus. The patient switched doctors. The patient requested compatibility information using a motorized bed. The patient's telemetry strip read 0.246 mg bolus/day; she usually didn't use that every day. No further complications were reported.